Manufacturer narrative:
Investigation summary: the device was received and evaluated at the service center. The complaint reported by the customer that the device tends to heat up and make a noise was confirmed upon evaluation. It was found that the motor was too loud and was corroded. The device was not starting. Also there was a short circuit in the motor cable. The resistance value of the keypad of the hand control set was out of specifications and the keypad assembly was not responding properly. The device was also found to be leaky. The motor, motor cable and the hand control set were replaced to correct the identified and reported failures. The device was cleaned, repaired and tested for functionality. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and the damage to the motor cable, resulting in short circuit. The corroded motor has a tendency to stick and not turn smoothly, hence is responsible for loud noise during operation. The non-smooth turning of the motor has also caused the device to heat up. The corrosion damage to the motor is the root cause for the leakage of the device. However, given the information provided we cannot discern a definitive root cause for the defective keypad. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. UDI #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported by the affiliate via mail that the micro tornado handpiece with hand controls tends to heat up and make a noise. The issue was found pre-operatively. The customer could not provide any further information. This report is 1 of 1 for (B)(4).